Event description:
Clarification of event - the patient expired due to exacerbation of heart failure, not device related. One month previous, communication with the device was not successful. Pacing could not be confirmed at that time since the patient had a fast intrinsic rhythm. Pacing had been confirmed two months before.

Event description:
It was reported that the device was replaced due to a non-communication anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication was confirmed and was due to a low battery voltage. A longevity calculation was performed and was found to be below the expected limits. The device was tested manually on the bench and using automated test equipment and was and was found to be normal. The original battery was sent to the vendor for further evaluation and no battery anomalies were observed. The cause of the premature battery depletion could not be determined.